Event description:
It was reported that this right ventricular (rv) lead has exhibited high shock impedance measurements. A review of lead trend data indicates the shock impedance has ranged over the past year from 106 ohms to 148 ohms, which is out of range. The initial shock impedance measurement at implant was approximately 80 ohms and the impedance gradually increased over time and is currently approximately 120 ohms. The rv lead has never delivered high voltage shock therapy to the patient. The device was being replaced and ts discussed performing a maximum energy 41 joule shock test with the boston scientific representative. However, it was noted that the physician was reluctant to perform this testing as they did not get patient consent. Subsequent additional information from the representative indicates that the physician was not certain of the cause of the high shock impedance but one possible theory is calcification on the lead coil. The rv lead remains in-service and the patient will continue to be monitored. No patient symptoms or adverse patient effects were reported.